Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed not confirmed. Based on the results of the investigation, the most probable cause of the malfunction could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject had image disappeared when connector was loaded. There was no patient involvement.